Event description:
The vessel sealer was placed in arm #1 during procedure. The instrument would not seal or cut. The instrument was removed and replaced with a new vessel sealer. No harm to pt. Reason for use: robotic hysterectomy. Event abated after use: yes.